Manufacturer narrative:
Device labeling reviewed: there were no reported events of lymphoma/alcl observed in the care study, in the labeling for silicone implants. There were no reported events of lymphoma/alcl observed in the (B)(4) study included in the labeling for saline breast implants.

Event description:
Sales rep reported a case of a possible alcl occurence. Device MFR is unk. An ongoing investigation is being carried out as multiple attempts have been made to obtain add'l info. Allergan has not received any further details regarding this reported event.